Event description:
According to the reporter, post-operatively of an open sigmoid resection with circular anastomosis, there was a rectal anastomotic bleeding. It was stated that the device functioned without incident during the procedure, did not leak during air test, and had good donuts. The surgeon wanted to use a smaller device and there was a hesitation due to the extra thick indication. An eea33 was used instead and functioned as expected. The bleeding was post-operative and intervention was not needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.